Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that thresholds increased to 3.5 v, 0.8 ms, 6 mv, 614 ohms in one year. The lead was removed and replaced.